Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter would not power on. The medical surveillance specialist (mss) classified the following complaint based on the customer care advocate (cca) documentation. The patient alleged that the product issue began at approximately 9:00 pm on (B)(6), 2010. It is not known when the patient had tested last and what readings she was obtaining from the alleged meter prior to when the issue started. The cca documented that the patient manages her diabetes through an insulin pump. The patient confirmed that she continued with her usual diabetes regiment despite the alleged issue. At approximately 7:00 am on (B)(6), 2010, the patient claimed that she began to feel "quezzy and had a headache." It is not known if the patient attempted to test her blood glucose on another meter. However, the patient denied receiving medical treatment as a result of the alleged issue. During the troubleshooting session, the cca verified with the patient that the subject meter did not turn on when a test strip was inserted into the meter or when the power button was pressed. Based on the information provided, the cca concluded that the subject meter did not require a new battery replacement per the owner's booklet recommendation. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): there is no indication that the product caused or contributed to a serious injury. The patient's reported symptoms of "quezzy and headache" do not meet lifescan's criteria for a serious injury. The patient also denied receiving medical treatment as a result of the reported issue. This complaint, however, is being reported because the alleged power issue was not resolved by the end of the troubleshooting session.